Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic after a receiving patient notification alert, non-sustained rv oversensing episodes due to post-paced t-wave oversensing on the ventricular lead was observed on stored egms. Programming changes were recommended. The patient was stable before, during, and after the device interrogation.

Event description:
New information received notes that the programming changes were made.